Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician attempted to place a 2.75x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the physician noticed the proximal portion of the stent was lifted up. The procedure was completed with another 2.75x16mm taxus express2 stent. No pt complications were reported. Pt's status reported as "good".